Manufacturer narrative:
The investigation for the ventricular tachycardia (vt) and hemolysis has been completed. Data logs showed the pump ran without issue during support. There were placement signal not reliable, positioning and suction alarms triggered during the case but were resolved quickly. The product was not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the vt was unable to be determined due to insufficient clinical details. G.2 added selection as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25934. H.6 code 1721 was reported incorrectly on the initial manufacturer device report number 1220648-2025-25934 and a new code was added. Additional health effect - impact code was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25934.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "possible" relationship to the impella 5.5 device used: ¿concern for hemolysis noted (B)(6) 2024 with ldh 400 -> 700 and red tinged urine. Impella was pulled back 0.5 cm under echo guidance and pulled back 1 cm (B)(6) 2024. No noted hemolysis as of (B)(6) 2024.¿ the patient recovered with no sequelae. Loqi additionally reported, that polymorphic vt was "possibly related¿. Patient with episodes of non sustained, self-terminating polymorphic vt starting (B)(6) 2024, longest 20 beats. Ongoing short runs of polymorphic vt on (B)(6) 2024. Etiology thought to be due to impella touching posterior wall of lv. Lidocaine gtt started. (B)(6) 2024 impella decreased to p6 and epi turned off with resolution of nsvt, however overnight recurrent stacked polymorphic nsvt, pacing at 110 to suppress. Impella was pulled back 1 cm on (B)(6) 2024. Received stellate ganglion block (B)(6) 2024 with significant improvement in vt. No significant vt noted as of am of (B)(6) 2024." The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿